Event description:
It was reported that 20 cc of blood remained in the reservoir of the device and the blood would not transfer. It is unk by the account if pre-donated blood was used. There were no adverse consequences reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation.